Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a confirmed fracture. The implantable pulse generator (ipg) system was explanted and replaced by a leadless pacemaker. No patient complications have been reported as a result of this event.